Manufacturer narrative:
UDI and manufacture date not available for this system at time of filing. Onsite functional and visual examination was performed by a manufacturer representative. A system checkout has not yet been performed.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the camera cart monitor was not working. An error message was received stating "unable to connect (ox1002) pl contact your it administrator¿. Site noted that the application camera was unresponsive during this time, disconnecting every 2-3 minutes. Rebooting would temporarily resolve the issue. Connections on system were confirmed, settings were verified as correct. Initially the camera was not communicating at all after first installation and after doing system cart setup. After the site reset the cable connections on the camera cart, that was now working. The system kept disconnecting in between, stating "connection lost¿ for few minutes and then comes back again, sometimes. The site had to re-boot the system again. There was no patient present when this issue was observed.

Manufacturer narrative:
The system checkout was completed, confirming the reported malfunction. The technician identified a camera communication and monitor issue. All connections were reset on the cart ups and network switches, after which the system checkout was updated with passing comments on all components. If information is provided in the future, a supplemental report will be issued.